Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that the patient had twiddler¿s syndrome. X-ray showed the right ventricular (rv) lead was dislodged and twiddler¿s syndrome in the pocket. The left ventricular (lv) pacing vector was including the rv coil, so occurrence of phrenic nerve stimulation (pns) after change of rv coil position was logic. The rv lead was explanted and replaced. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: dtba2qq implantable cardioverter defibrillator (B)(6) 2013; 5076-52 implantable pacing lead (B)(6) 201; 429888 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient had twiddler¿s syndrome. X-ray showed the right ventricular (rv) lead was dislodged and twiddler¿s syndrome in the pocket. The left ventricular (lv) pacing vector was including the rv coil, so occurrence of phrenic nerve stimulation (pns) after change of rv coil position was logic. The rv lead was explanted and replaced. The patient is enrolled in the attain performa clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.